Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he experienced pain at the ipg site. The patient also reported that he has fallen on the ipg multiple times. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where his ipg was explanted and replaced with a new model.